Manufacturer narrative:
Device lot number corrected from 0020394218 to 0020159518, device expiration date corrected from 03/31/2019 to 01/31/2019, device manufactured date corrected from 03/14/2017 to 01/19/2017. Supplemental MDR submitted for updated batch # based on the aware date of (B)(6) 2017. (B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.